Event description:
In 2006, the female pt had a cypher stent implanted in the left anterior descending and proximal circumflex. In 2008, the pt had a cardiac catheterization for chest pain. Cardiac catheterization revealed "aneurysmal" tissue around the cypher stent. No treatment reported, and event is ongoing. No further info available at this time.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.